Event description:
A customer reported experiencing a cartridge alarm 30 while the pump was delivering insulin. There was no adverse impact to the customer¿s blood glucose level, with levels remaining below 500 mg/dl. The issue was temporarily resolved by changing the cartridge. Although replacement cartridges and infusion sets were requested, the technical support team determined that a pump replacement was necessary. The customer was provided with a new pump and instructed on returning the defective one, along with guidance on preparing the faulty pump for storage and shipping. Additionally, the customer was informed about using multiple daily injections as backup insulin therapy to avoid interruption.